Event description:
The recipient is reportedly experiencing a sore due to a suture at the implant site. The recipient was prescribed an antibiotic cream. The recipient is currently being monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient has reportedly healed. This is the final report.